Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Event description:
There was no patient under anesthesia at the time of the event. The procedure did not start yet when the no image issue occurred, which is why the patient was asked to go to another hospital. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the lack of image was due to a faulty printed circuit board. However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer reported on behalf of the customer that there was a no image issue (but the processor was on) when using an evis exera iii video system center. The issue occurred during preparation for use and the diagnostic procedure (colonoscopy) was cancelled. There was a delay of one day reported. There was no patient harm associated with the event.

Manufacturer narrative:
Initially, an olympus field service engineer (fse) visited the facility for device troubleshooting; the fse exchanged cables but the issue remained. The device was returned and evaluated, and the customer's allegation was confirmed; all front panel lights were glowing continuously and no image was visible due to a faulty printed circuit board (there was found to be a burnt component on the board). Additionally, the net spacer was deformed and the receptacle was found to be loose and needed to be changed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.